Manufacturer narrative:
The product in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. Information received from reporter on (B)(6) 2018, the autopulse platform powered up and functioned as intended.

Event description:
As reported, the autopulse platform (B)(4) was unable to power on. Multiple good known autopulse li-ion batteries were inserted in the platform; however, the same issue was observed. No known impact or consequence to patient reported. Additional information received on (B)(6) 2018 from customer: the autopulse platform powered up, using another autopulse li-ion battery.